Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. An external insulation abrasion was found at 21.0 cm to 21.5 cm from the connector pin breaching the outer insulation and exposing the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of noise reversion and high ventricular rate episodes revealed atrial paces were inhibited by oversensing of right ventricular lead noise. The patient was brought to the clinic on (B)(6) 2019; they were unable to program around the noise. As the patient was asymptomatic to the event and in stable condition, the physician elected to monitor at this time; no intervention was performed.

Event description:
New information received noted the lead was explanted and replaced on (B)(6) 2019 due to the ongoing noise problem. There were no complications. The patient was in stable condition prior, intra and post procedure.